Event description:
Patient received inappropriate therapies due to noise. As such, lead was explanted.

Manufacturer narrative:
A partial lead was returned for analysis. Without the entire lead, a complete evaluation cannot be performed. Analysis found the outer insulation abraded open underneath the svc shock coil over the ring cable lumen. However, the condition of the insulation did not cause the reported noise and inappropriate therapies. The electrical characteristics of the returned portion exhibited normal coil continuity.